Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant creatinine results on a 69-year-old male patient in for a pre-physical work up. Return product is available for investigation. Method / lot# / date / collected / tested / result (mg/dl) / sample: I-stat, h26082, (B)(6) 2026 11:37, 11:46, 3.4, venous whole blood; I-stat, h26031, (B)(6) 2026 11:37, 11:57, 3.2, venous whole blood; I-stat, h26031, (B)(6) 2026 11:37, 12:03, 3.2, venous whole blood; I-stat, h26031, (B)(6) 2026 11:37, 12:07, 3.4, venous whole blood; cobas, ni, (B)(6) 2026 >13:00, 13:00 - 17:00, 1.1, venous whole blood. The customer is using 2 different lots that appear to be highly consistent with each other. The I-stat results were found to be consistent (higher than normal) with a patient on hydroxyurea. Hydroxyurea is a substance that is known to interfere with the I-stat creatinine assay. However, the customer states that the patient is not on hydroxyurea. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Additional cartridge lot: lot# h26082, expiry date: 19-sep-2026, mfg date: 23-mar-2026. Apoc labeling will be evaluated during the investigation as pertaining to the event.